Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on an unknown date. The cause of the peritonitis was unknown. Treatment rendered for the event was unknown. On an unknown date, the patient was discharged from the hospital and recovery status was unknown. The patient's catheter was removed and dianeal therapy was discontinued (current therapy modality was not reported). No additional information is available.